Manufacturer narrative:
(B)(6). This report is filed july 12, 2016.

Manufacturer narrative:
The implanted devices remain.

Event description:
Per the clinic, the patient developed infections and skin irritation at the implant sites. The patient has undergone multiple surgeries (dates not reported) to adjust the implants and exchange the abutments. The implanted devices remain.